Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no further action was taken.